Event description:
It was reported patient underwent a meniscal repair procedure on (B)(6) 2014. During the procedure, the implant did not deploy. Another device was used and the implant did not deploy. A third device was used successfully to complete the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-01024 / 01025).